Manufacturer narrative:
Findings: pump not received stuck in manufacturing mode. Pump was received with partially broken reservoir tube lip and missing reservoir tube retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the clear plastic at the entrance of the reservoir compartment is cracked and broken off. Customer reported that, as a result, the pump is alerting that insulin delivery is blocked. Customer's blood glucose reading at the time of the incident was not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.